Event description:
Patient representative reported patient ¿suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal. Hardship due to the continuous fear of biaalcl and aftermath from the suffering of bia-alcl,¿ ¿suffered, or will suffer, painful removal procedures as a result of developing bia-alcl, as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, the development of bia-alcl, and any condition or symptoms associated with bia-alcl,¿ ¿mental suffering. Suffered emotional distress, anxiety and loss of quality of life," debilitating physical pain¿ and was "diagnosed with bia-alcl.¿ patient representative also reported patient experienced "depression¿ and "disability;¿ these events are not related to the device.

Manufacturer narrative:
The event of "bumpy appearance" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported ¿during explant noticed a strange bumpy appearance to both capsules."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis identified: (yellow) biological tissue material on the shell observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of lymphoma - alcl and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown -- lymphadenopathy and alcl confirmed post explant. Date of alcl diagnosis: (B)(6) 2020. Ethnicity: caucasian.

Event description:
Healthcare professional reported that the patient received a pet scan with unknown results. During explant of the device the healthcare professional noted that the patient's lymph nodes didn't look right. After explant of the device specimens were sent to pathology which noted that the left axillary lymph nodes are negative for cd30 positive large atypical lymphocytes. Concurrent flow cytometric analysis is noncontributory and shows significant debris component and fails to detect lymphoma secondary to neoplastic cell degeneration. An addendum to the original pathology report noted that the left breast capsule shows rare cd30 positive atypical cells, suspicious for minimal involvement by anaplastic large cell lymphoma (biaalcl). Further noted were exuberant reactive changes, acute and chronic inflammation, foreign body type macrophages and focal silicone deposits consistent with previous biopsy site. Surgical resection margins are negative for atypical cd30 positive cells. Left breast skin with acute inflammation and focal surface erosion was noted and underlying breast parenchyma with dense fibrosis chronic inflammation and reactive changes. Further testing on the left breast capsule shows acute and chronic inflammation and rare cd30 positive atypical large cells. This finding is suspicious for minimal involvement by bia-alcl, but definitive diagnosis is made difficult by sparsity of these cells. In light of weak positive staining for alk-1 on immunohistochemistry on original case, repeat testing by fish is recommended to confirm presence of alk-1 abnormality. Further reported as part of the patient¿s history was ¿left side corneal transplant¿ which has been deemed not related to the device. Affected side is left. The device has been explanted.